Event description:
Customer reported fluid leaked from cracked female luer during an infusion of milrinone. The infusion was stopped and the tubing replaced without incident. There was no pt harm reported and no medical intervention was required. Although requested, no further pt info was available.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.